Event description:
Boston scientific received information that the patient with this right ventricular (rv) defibrillation lead reported feeling contraction's in the clavicle area. Upon review of the pacing system, it was observed that when the device stimulates the left ventricle the patient feels contraction on the clavicle area. The rv stimulation impedance has decreased below 200 ohms. Insulation damage was suspected. A revision procedure was performed; the lead was removed, replaced, and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Analysis revealed a tri-lumen insulation abrasion; however, due to excessive damage on the returned segment it¿s unsure if any conductors underneath were exposed. Due to location, it is possible the damage may be due to clavicle first rib abrasion.